Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse confirmed no vision in left ssc eye. The fse replaced the left eye monitor in the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received, the left eye monitor in the high-resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The monitor was installed and tested on the printed circuit assembly (pca) test system. System started up with no image on the left hrsv monitors, the screen was completely black. The unit is being returned to the original equipment manufacturer (OEM) for repair due to the console left eye remained completely blank. The probable root cause of the reported issue left eye video loss is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: the left eye monitor of high-resolution stereo viewer (hrsv) was abandoned after the start of the procedure as the screen was black. Complaint investigations confirmed that the field service engineer (fse) replaced the left eye monitor of hrsv to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, there was no left eye vision in the surgeon side console (ssc). The customer reseated fiber cables and power cycled with no resolve. The customer also swapped the scope as well as placed the ssc in 2d mode, but despite the efforts, the issue persisted. The site proceeded with right eye image only, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.